Manufacturer narrative:
Device codes: 2923 not labeled. Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported unstable stent was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Device analysis noted that the stent implant was returned stationary on the balloon but not between the markers. It was confirmed by the account that the physician noted the stent implant having moved after removal of the device. Additionally, the hypotube and jacket were separated intentionally by the physician once the device was removed from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending (lad) to diagonal artery. The lesion was pre-dilated with a 2.0x12 mm trek balloon dilatation catheter (bdc). After pre-dilation, a 2.5x23 mm multi-link 8 stent delivery system (sds) was advanced but resistance was met with the anatomy and the device failed to cross. Then a 2.5 x 15 mm non-abbott bdc was used and inflated when a perforation was found. The physician attempted to advance a 2.8x19mm graftmaster rx to treat the perforation; however, it failed to cross due to the anatomy. The perforation was successfully sealed via surgery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.